Manufacturer narrative:
Reported event: it was reported that during the anterior cut of the femur, the arm would not engage into the haptics. It would act like it was trying to engage but it would either move off into an unrealistic position or it would not move at all but make the noise as if it was trying. The robot was shut off and re-homed and we were able to finish the surgery. This is the second time this has occurred. Case type: tka. Surgical delay: 15 minutes. Product evaluation and results: verified if accuracy on robot held since last pm was done. Camera accuracy was well within its limits and auto-arm also passed on both, left and right hand sides. All required testing was done. No problems on robots side were found that could result in any problems. Work order deposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: review of the device history records associated with rob593 indicate that quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to rob593 shows no additional complaints related to the failure in this investigation. Conclusions: the failure is not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
During the anterior cut of the femur, the arm would not engage into the haptics. It would act like it was trying to engage but it would either move off into an unrealistic position or it would not move at all but make the noise as if it was trying. The robot was shut off and re-homed and we were able to finish the surgery. This is the second time this has occurred. Case type: tka.